Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull medication after enterprise upgrade on multiple stations. A technical support specialist identified that the issue was related to medication character search depicted in the knowledge article (ka) - bd pyxis 5 character update process, as the team was not aware of the updated 5-character search process following the system update. As a result, users were initially unable to locate and dispense medications, communicated the updated process to the team, and all users are now informed. Functionality has been restored, and the system was operating as expected. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to pull medication after enterprise upgrade on multiple stations. However, there were no delays or adverse events or injuries reported based on this event.